Manufacturer narrative:
(B)(4). Evaluation on-going.

Event description:
(B)(6). Intra-operative, it was confirmed by a nurse that the ceramic was broken. The hospital is checking if the fragment is inside the patient body or not by x-ray, as of today's filing this have not been confirmed.